Event description:
It was initially reported that when the novus valve was opened and primed with saline, a hole was found in the valve. The saline "squirted out the side." There was no pt contact add'l clinical info was requested and on 12 jan 2012, the customer provided the following info: there was pt contact. The valve was attached to the ventricular catheter in the pt's head. The back portion of the reservoir was where the saline was squirting. There was a few minutes delay in surgery. A replacement product was readily available. Pt outcome was reported as "good."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.